Event description:
On 10/27/2021, it was reported by a facility representative via sems that an ar-6480 arthroscopy pump has a pressure issue. Ts by pumping excessive fluid, swapped tubing set and the issue persisted, a pressure test was email. This was discovered during a procedure, patient was not affected.

Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.